Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068, implantable pacing lead - (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the atrial lead exhibited low impedances. It was further reported that the lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead exhibited low impedances. The lead remains in use. No patient complications have been reported as a result of this event.